Event description:
It was reported that the whole system was explanted due to infection. It was reported that the system was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies found.